Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   This is the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot numbers h13j29038, h14a09029, h13j04064, h13k04070, h14a07064, h14b03038, h14b28035, and h14d01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was reported that the patient was discharged from the hospital and was recovering from the peritonitis event. It was not reported if dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 2.